Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Primary procedure, left proximal humerus. It was reported that a drill bit bound up in the 2.5 drill guide and got stuck. When trying to remove the bit, approximately 60mm broke off in the guide. Procedure was completed free-handed, with a surgical delay of approximately 2 minutes reported. Rep reported that x-rays, medical records, and further information are not available due to hospital policy.

Manufacturer narrative:
Corrections to d10/h3. The reported event that drill bit ø2.5x125mm ao fitting was alleged of 'component/device stuck' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Primary procedure, left proximal humerus. It was reported that a drill bit bound up in the 2.5 drill guide and got stuck. When trying to remove the bit, approximately 60mm broke off in the guide. Procedure was completed free-handed, with a surgical delay of approximately 2 minutes reported. Rep reported that x-rays, medical records, and further information are not available due to hospital policy.